Manufacturer narrative:
H.6. Investigation: customer returned (2) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9301538. Customer states that they found some in this box hard to remove the shield and when he removed the needle stays in the shield. Both returned syringes were examined and both were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9301538. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#(B)(4) was initiated.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported - finding some in this box hard to remove shield. When removed needle stays in shield. Lot #: 9301538. Catalog#: 328512. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported - finding some in this box hard to remove shield. When removed needle stays in shield. Lot #: 9301538. Catalog#: 328512. Date of event: (B)(6) 2020.